Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient's system was implanted they removed their wound dressing at home. The wound was redressed one week later at the clinic. Another week passed and the patient had again removed the wound dressing. The patient was admitted to the hospital with a fever. Blood cultures were taken and came back positive for gram positive bacteria. The device pocket was opened with pus in the pocket and purulent drainage present. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.